Event description:
Caller states a neonate patient tested 1.9 mmol/l on performa system 1, and 3.1 mmol/l on performa system 2. Inform ii test strips were used. Neonate patient was retested due to suspected hypoglycemia. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for performa system 2. Will not be returned to manufacturer.